Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of the system controller user interface (ui) buttons not responding appropriately and the lights not being visible was confirmed during evaluation of the returned heartmate ii system controller. The returned system controller, (B)(6), was connected to a known working power module, system monitor, and mock circulatory loop. The pump running light emitting diodes (leds) were observed to be dim. The display button on the ui was observed to be intermittently responsive. The system controller was opened to inspect the internal components and found to be physically unremarkable. The ui ribbon cable was reseated, and the display button issue resolved. The provided information indicated the system controller was exchanged and the issues resolved. A corrective and preventative action was implemented to address the dimming of heartmate ii system controller leds. This action replaced the type of led component on the printed circuit board. The system controller associated with this event was manufactured prior to the implementation of that corrective action. The root cause for the display button intermittently functioning was isolated to an issue with the connection between the system controller¿s ui membrane printed circuit board assembly (pcba) and the ui ribbon cable but could not be isolated any further due to the issues resolving during testing. Incidental findings: damaged connector side power cable strain reliefs, fluid ingress, wire fatigue. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. The heartmate ii instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to use the display button, as well as how to interpret the status of the system with the light emitting diodes (leds) on the user interface. This section also instructs the user to not submerge the system controller or power cables in liquid, and to not to twist, kink, or sharply bend the system controller power cables. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment including the system controller. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller user interface buttons not responding appropriately and the lights not being visible was confirmed via the submitted videos. In the submitted videos of the heartmate ii system controller the display button on the system controller user interface (ui) appeared intermittently responsive. The pump running light emitting diodes (leds) were not visible despite the driveline and pump being connected to the system controller. A self-test was performed, and all the leds were visible except the pump running leds. The provided information indicated the system controller was exchanged and the issues resolved. No log files were provided. Multiple attempts were made to request the return of the affected system controller; however, it is unknown if or when the system controller will be returned. If the system controller is returned, the investigation will be reopened, and the system controller will be evaluated. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. The heartmate ii instruction for use (rev. D) was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to use the display button, as well as how to interpret the status of the system with the light emitting diodes (leds) on the user interface. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment including the system controller. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller buttons were not responding appropriately. The buttons were not responding when pressed or they responded with delay. The lights were also not visible. The healthcare provider decided to exchange to the backup controller. The exchange was done without consequences for the patient. It was communicated on (B)(6) 2024 that exchanging the controller resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.